Event description:
(B)(4). Same patient as MDR #2134265-2012-06031 and MDR #2134265-2012-06035. It was reported that post a stenting treatment procedure, in-stent restenosis occurred. In (B)(6) 2010, a lesion in the ostium of the left anterior descending artery was treated with a 4.0 x 12 mm taxus liberte stent. In (B)(6) 2011, the patient presented with stable angina and was referred for cardiac catheterization. Cardiac angiography revealed slight in-stent restenosis of the taxus liberte stent. A target lesion in the first obtuse marginal was treated with placement of a 3.0 x 16 mm promus element stent. The patient was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Patient date of birth: 1929. Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).